Event description:
The manufacturer received information alleging the delivery of the airflow on a trilogy evo device when it was in patient use. During the event, the patient loss consciousness and was transported to a hospital by emergency services. The device was used in the hospital after that, and no issue was observed. Based on the waveform, they alleged that "an increase pressure was observed while using avaps, which suggest that the issue likely lies not with the device itself but the interface between the device and patient." Observation by the patient's doctor indicated that mucus was obstructing the airway. The patient continued using the device until it was replaced. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that there were no abnormalities during an operational check. The device's error log was reviewed and there were no errors indicating a malfunction of the device. The manufacturer's service technician performed a functional test, and it was confirmed that all items had passed on the device. There was no part(s) replaced, or no repairs made to address the issue. Additionally, during the service of the device, the flow sensor and outlet side panel needs replaced for contamination unrelated to the reportable issue.